Event description:
After successful insertion, when withdrawing the needle, the nurse found the needle separated from the stylet.

Manufacturer narrative:
Received one representative unit with the same lot number, 4061114. The actual sample was discarded by the hospital. Upon completion of the investigation for the representative sample, a supplemental report will be submitted.